Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to undersensing. It was noted that the qrs complexes during the pause episode have a very small amplitude and that the undersensing may be due to the icm pocket needing to mature. The icm remains in use. No patient complications have been reported as a result of this event.